Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer administered multiple boluses. The customer's blood glucose (bg) level subsequently decreased to 28 mg/dl. Reportedly emergency services were called and gave intravenous fluids of glucose to bring his bg up and had the customer consume carbohydrates and drink water. Recommendation was made to consult with healthcare provider regarding diabetes management.